Manufacturer narrative:
Integra has completed their internal investigation on 09/30/2015. The DHR review could not be completed for the monpwr reported as defective since the serial number of the monitor was not provided. The cam02 monitor serial number is required to complete a DHR review which will include the monpwr accessory. A review of open CAPA¿s and CAPA¿s initiated within the past 12 months was completed specifically related to the alleged complaint was completed to determine if a similar complaint is either under active CAPA investigation or have been previously addressed through a CAPA. Rate of occurrence: during the time period ¿aug 2014 to sep 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review (B)(4) can therefore be calculated as (B)(4) of procedures. Conclusion: root cause is not required since the product was not returned for evaluation.

Event description:
It was reported that the product was defective. Additional information has been requested.